Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "on (B)(6) 2023, the patient was placed in a bard 7655405 catheter for chemotherapy. On (B)(6) , 2024, during intermittent catheter maintenance in the outer hospital, it was found that the catheter was broken, and part of the stump remained in the body, and the patient was immediately immobilized, and the remaining stump was removed from the interventional department on the same day, and the patient had no other discomfort and was discharged. Now customers are concerned about the causes of pipe breaks and whether they are related to product quality. The patient has an interventional procedure to remove the stump of the catheter, which causes additional medical costs and pain."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "on (B)(6) 2023, the patient was placed in a bard 7655405 catheter for chemotherapy. On (B)(6) 2024, during intermittent catheter maintenance in the outer hospital, it was found that the catheter was broken, and part of the stump remained in the body, and the patient was immediately immobilized, and the remaining stump was removed from the interventional department on the same day, and the patient had no other discomfort and was discharged. Now customers are concerned about the causes of pipe breaks and whether they are related to product quality. The patient has an interventional procedure to remove the stump of the catheter, which causes additional medical costs and pain."